Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had impella cp support being transferred to the secondary/tertiary medical center. When at 16,7000 feet in flight, the automated impella controller (aic) alarmed with a controller failure that was temporary. The issue resolved and when landed at the medical center, the aic was not noted to be replaced. No patient harm has been reported.

Manufacturer narrative:
The investigation into automated impella controller (aic) - controller error (yellow alarm) has been completed. The data analysis showed that 5 hours into the pump running, the console alarmed controller error 1040 which resolved about six minutes later. Controller error 1040 is triggered when the ambient pressure is out of range for at least two minutes, and according to the instruction for use (IFU), that range is -1000ft to 8000ft which is approximated as 550mmhg. The ambient pressure two minutes before the onset of the 1040 controller error occurred when the ambient pressure fell below 550 mmhg and resolved when the pressure came back above 550 mmhg. During the device analysis the failure mode was not reproduced as the console was not operated below 550mmhg. The root cause of the issue was the console going above 16700ft dropping ambient pressure below 550 mmhg threshold.